Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon was advanced for dilation. However, when pressurized during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event.